Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the refrigerator was not opening. The field service engineer confirmed that the customer recovered the door. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported when using the bd pyxis medstation es system remote manager refrigerator was not opening. The customer added that this malfunction caused a delay in retrieving medication to patient. However, there were no adverse events or injuries reported based on this event.